Event description:
The product malfunctioned and did not shock patient as expected. There was a problem with the pad sticking to the patient.what was the original intended procedure?to shock the patient.device #1is this a laboratory device or laboratory test?no.